Manufacturer narrative:
Concomitant medical products: imd49jb45 lead, implanted: (B)(6) 1997. Imd49b58 lead, implanted: (B)(6) 1997. The initial reported event of infection was received on 2016-04-19. Of note, the infection event is normally submitted via am alternative summary report (asr) submission that should have been submitted on 2016-07-31. Information was subsequently received on 2016-05-03 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired after the removal of their implantable cardioverter defibrillator (ICD) system. The patient had experienced a pocket infection requiring antibiotics and the removal of their implantable cardioverter defibrillator (ICD) system. During the laser lead removal of the right ventricular (rv) lead, a superior vena cava (svc) tear was noted from the laser catheter. The surgical team then took over the lead extraction procedure to repair the svc tear. It was further reported that the patient passed away the same day. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.